Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4). Device discarded.

Event description:
It was reported by a patient that a physician performed an uneventful novasure endometrial ablation (exact date unknown). Sometime post ablation the patient experienced a lot of bloating every month. As time went on, the patient presented to the emergency room (ER) multiple times exhibiting "hot/cold sweats, headaches, throw up and sometimes a fever." The patient was told by her physician that she needed a hysterectomy. The patient underwent a hysterectomy in 2014 (exact date unknown). The patient reported "I feel 100% again."